Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "broken" and during initial evaluation of the instrument it was determined that the shaft has broken off proximally at the weld seam. No negative impact in state of health reported.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is made in section d9. The first supplemental report to correct the device return date was inaccurate. Internal karl storz reference number: (B)(4).